Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, in the end of the procedure, while the surgeon head was in the 3d viewer, the surgeon felt that was not able to move the instrument wrists properly. The movements of the instrument were scale appropriate, but chaotic and not in the intended direction. There were no delays/lag during movements. No frictions or any collisions during the procedure. When the operating room (or) team de-installed the instrument from the arm, the first assistant observed and noticed that the cords were broken. The procedure was completed with no patient harm, adverse outcome, or injury and no delays. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and also it occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related an inability to manipulate the instrument wrists. The movements of the surgeon were scaled appropriately to the instrument. The movements were chaotic and was not able to move in the intended direction. The timing of the movement was appropriate and were no lag. There were no shakiness and/or friction experienced/observed. There was no collision or arm-to-arm interferences detected during the procedure and no external collisions during the procedure. The or staff removed the instrument from the arm, observed and noticed that the instrument cords were broken. The issue was not drape related and after replacing the instrument, the issue was not persisting. There was no injury to the patient caused from the event. The device was inspected before the procedure and there was nothing damaged or out of the ordinary. The instrument worked in the major time of the procedure. The procedure was not recorded, and no pictures were taken. The instrument was working about 2 and a half hours after the procedure starts and failed about 40 minutes before procedure ending.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. However, the product has not yet been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. As a result of the full break, functional testing for motion related issues cannot be performed.

Event description:
Refer to h11 for follow-up information.